Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the raw material certificate and the manufacturing papers showed no deviation regarding material analysis, strength and structural stability. The values were in compliance with (B)(4). The additional evaluation revealed that the measurable dimensions of the broken plate reduction wire were checked and found to be in compliance with (B)(4). No product fault could be detected.

Event description:
It was reported that the kwire broke off the stud during surgery, when the drill was removed. This is report 1 of 1 for (B)(4).